Manufacturer narrative:
Evaluation summary: one sample of device returned for evaluation in a sample bag along with its original open unit pack. Visual examination of the returned unit shows the stylet wire has not been returned in the tubing. Further examination also shows no sign of any defects. The returned sample was inflated using the parameters set out in if001 and inflated without any issue. The sample was leak tested under water and no leakage detected from the cuff or any part of the inflation system. Air was passed through the main body of the tubing and no leakage detected. The sample remained inflated for a 48 hour period and no defect noted. The reported defect could not be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the device's cuff was inflated, it was found to be leaking. It was stated that there were bubbles when it was placed in a saline to test. There was no patient involvement.